Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impendence measurements, measuring at 3000 ohms along with increase in shock impedances of greater than 200 ohms and noise. Subsequently this lead was explanted and during the explant procedure, it was noted that this lead was fractured and there were big isolation damage and externalization from the wires. A new lead successfully implanted. No additional patient adverse effects were reported. The lead is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.